Manufacturer narrative:
Internal complaint : (B)(4).

Event description:
It was reported that, two (2) unkn visionaire cut guide instr were sent to the wrong place. Caused two cases to be canceled. The first case was given a spinal (patient under anesthesia) before it was discovered the blocks were missing. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to shipping or communication problem. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.